Event description:
Caller reports lancet protrudes beyond the end cap of the multiclix device. Caller states that her daughter accidentally stuck her finger on a lancet that was sticking out of a new drum; in addition, caller accidentally scratched herself on a protruding lancet from the end cap of the device. No medical attention was needed. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The year is the only known part of manufacture date. We have defaulted to the first of the year.